Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a segment of coiled metallic wire is present on the left uterine fundus firmly embedded within the fibrous endometrium consistent with an essure device"), device dislocation ("migration / right essure device not identified / one on the right could not be visualized"), fallopian tube perforation ("migration/perforation") and autoimmune disorder ("autoimmune-like symptoms") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual flow excessive, endometrial biopsy, irritable bowel syndrome, genital bleeding (denied abnormal bleeding, but then stated she does have minor bleeding after intercourse. States this happens rarely.), painful joints, nausea, colonoscopy, ankle edema, tubal ligation, perimenopausal symptoms and depression. Concurrent conditions included bloating, rectal bleeding, multinodular goiter, thyroidectomy, tobacco abuse, obesity, ovarian cyst, cramp in lower abdomen, foot pain, fatigue, diarrhea, weight gain, hot flashes, libido decreased, constipation, cervicalgia, hypothyroidism, teratoma, endometrioma, menopausal disorder, lumbar radicular pain, menses irregular, low back pain, lumbosacral spondylosis without myelopathy, cervical spondylosis without myelopathy, tenderness muscle, lumbar radicular pain, gastroenterocolitis, shortness of breath, gerd, nipple discharge, gluten intolerance, gastrointestinal hemorrhage, neck pain, chondromalacia of patella, insomnia, dyspareunia, arthritis, dyspnea, indigestion, allergic reaction to analgesics, adrenal cortex insufficiency, methylenetetrahydrofolate reductase deficiency and endometriosis. Concomitant products included baclofen, codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, hydrocodone, magnesium oxide, meloxicam, meloxicam (mobic), nystatin, paracetamol (acetaminophen), steroid antibacterials and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), tooth disorder ("dental issues"), thyroid disorder ("thyroid issues"), gastrointestinal disorder ("gi issues") and adrenal disorder ("adrenal issues") and was found to have hormone level abnormal ("hormones depleted"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, fallopian tube perforation, autoimmune disorder, pelvic pain, allergy to metals, tooth disorder, thyroid disorder, gastrointestinal disorder, adrenal disorder and hormone level abnormal outcome was unknown. The reporter considered adrenal disorder, allergy to metals, autoimmune disorder, device dislocation, embedded device, fallopian tube perforation, gastrointestinal disorder, hormone level abnormal, pelvic pain, thyroid disorder and tooth disorder to be related to essure. The reporter commented: she has had an essure procedure and endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: apparent bilateral fallopian tube occlusion secondary to essure devices.. Pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes and left ovary, laparoscopic total hysterectomy bilateral salpingectomy, and left oophorectomy cervix: chronic cystic cervicitis with squamous metaplasia endometrium: predominantly eroded myometrium: adenomyosis serosa/peritoneal reflections: endometriosis fallopian tube(s): benign paratubal cysts ovary/ovaries (left): follicular cyst, area of endometriosis and serous inclusion cysts uterine weight (excluding adnexal structures): 107 grams.. Ultrasound pelvis - on (B)(6) 2016: result:unilateral (left) essure device identified; on (B)(6) 2016: abundant colonic stool. Essure device is noted in the pelvis. There are pelvic calcifications likely at least partially secondary to phlebolith. No significant bony disease.; on (B)(6) 2018: ovarian solid cyst(s): solid/cystic appearance of the left ovary persists. The left ovary is similar in size as compared to the prior exam of (B)(6) 2017 (prior 20 ml). The persistence and presence of focal solid element raises greater suspicion for teratoma rather than endometrioma(s); on (B)(6) 2018: informed it still shows l ovarian cyst that is similar in size. She states she is still having pain and irregular bleeding. X-ray - on (B)(6) 2016: result: no significant bony disease.; on (B)(6) 2018: result: which may be consistent with constipation. Concerning the injuries reported in this case, the following one was reported via medical records-device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a segment of coiled metallic wire is present on the left uterine fundus firmly embedded within the fibrous endometrium consistent with an essure device"), device dislocation ("migration / right essure device not identified / one on the right could not be visualized"), fallopian tube perforation ("migration/perforation") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual flow excessive, endometrial biopsy, irritable bowel syndrome, genital bleeding (denied abnormal bleeding, but then stated she does have minor bleeding after intercourse. States this happens rarely.), painful joints, nausea, colonoscopy, ankle edema, tubal ligation, perimenopausal symptoms and depression. Concurrent conditions included bloating, rectal bleeding, multinodular goiter, thyroidectomy, tobacco abuse, obesity, ovarian cyst, lower abdominal pain, foot pain, fatigue, diarrhea, weight gain, hot flashes, libido decreased, constipation, cervicalgia, hypothyroidism, teratoma, endometrioma, menopausal disorder, lumbar radicular pain, menses irregular with excessive bleeding, low back pain, lumbosacral spondylosis without myelopathy, cervical spondylosis without myelopathy, tenderness muscle, lumbar radicular pain, gastroenterocolitis, shortness of breath, gerd, nipple discharge, gluten intolerance, gastrointestinal hemorrhage, cervical pain, chondromalacia of patella, insomnia, dyspareunia, arthritis, dyspnea, indigestion, drug allergy, adrenal cortex insufficiency, methylenetetrahydrofolate reductase deficiency and endometriosis. Concomitant products included baclofen, codeine phosphate; paracetamol (tylenol with codeine no.3), cyclobenzaprine, hydrocodone, magnesium oxide, meloxicam, meloxicam (mobic), nystatin, paracetamol (acetaminophen), steroid antibacterials and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), tooth disorder ("dental issues"), thyroid disorder ("thyroid issues"), gastrointestinal disorder ("gi issues") and adrenal disorder ("adrenal issues") and was found to have hormone level abnormal ("hormones depleted"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, fallopian tube perforation, autoimmune disorder, pelvic pain, allergy to metals, tooth disorder, thyroid disorder, gastrointestinal disorder, adrenal disorder and hormone level abnormal outcome was unknown. The reporter considered adrenal disorder, allergy to metals, autoimmune disorder, device dislocation, embedded device, fallopian tube perforation, gastrointestinal disorder, hormone level abnormal, pelvic pain, thyroid disorder and tooth disorder to be related to essure. The reporter commented: she has had an essure procedure and endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: apparent bilateral fallopian tube occlusion secondary to essure devices.. Pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes and left ovary, laparoscopic total hysterectomy bilateral salpingectomy, and left oophorectomy cervix: chronic cystic cervicitis with squamous metaplasia endometrium: predominantly eroded. Myometrium: adenomyosis serosa/peritoneal reflections: endometriosis. Fallopian tube(s): benign paratubal cysts ovary/ovaries (left): follicular cyst, area of endometriosis and serous inclusion cysts. Uterine weight (excluding adnexal structures): (B)(6). Ultrasound pelvis - on (B)(6) 2016: result:unilateral (left) essure device identified; on (B)(6) 2016: abundant colonic stool. Essure device is noted in the pelvis. There are pelvic calcifications. Likely at least partially secondary to phlebolith. No significant bony disease.; on (B)(6) 2018: ovarian solid cyst(s): solid/cystic appearance of the left ovary persists. The left ovary is similar in size as compared to the prior exam of (B)(6) 2017 (prior 20 ml). The persistence and presence of focal solid element raises greater suspicion for teratoma rather than endometrioma(s); on (B)(6) 2018: informed it still shows l ovarian cyst that is similar in size. She states she is still having pain and irregular bleeding. X-ray - on (B)(6) 2016: result: no significant bony disease.; on (B)(6) 2018: result: which may be consistent with constipation.. Concerning the injuries reported in this case, the following one was reported via medical records-device dislocation, embedded device. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.